Event description:
The facility representative reported an infuso.r. Pump with a condition of "will not infuse, no error codes." The customer further explained that the pump was "not making it's delivery, faceplate was adjusted and batteries were changed". This event occurred in the "gi" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "will not infuse, no error codes" was not confirmed during device evaluation. Therefore, the assignable cause was not identified and no repairs were made to correct the reported condition. Additional information: device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event.